Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The sensor was inserted into the abdomen. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No injury or medical intervention was reported.

Event description:
It was reported, that signal loss over one hour occured. The product was evaluated. An external visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).